Manufacturer narrative:
Device evaluated by MFR.: promus premier select ous mr 20 x 2.50mm stent delivery was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stentouter diameter was measured using snap gauge and was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a hypotube break located 21.6cm distal to the distal strain relief as well as multiple hypotube kinks at several locations along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 29-sept-2021. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 2.50mm x 18mm, concentric, de novo, non-totally occluded, 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. The ejection fraction was 45%. Pre-dilatation was performed with a 2.25x10mm balloon catheter, with residual stenosis of 80%. A 20 x 2.50 promus premier select drug-eluting stent was then advanced for treatment. However, the device failed to cross the lesion. The procedure was completed with a different device. There were no patient complications reported and the patient status was stable. However, returned device analysis revealed hypotube separation.